Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2001; 3058 interstim urinary mgu ipg, implanted (B)(6) 2012, 3093-33 interstim urinary mgu lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing and oversensing on the right ventricular (rv) lead during ventricular fibrillation (vf) arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no undersensing or oversensing observed and the lead was performing as expected.